Manufacturer narrative:
Since the partially removed product was not returned for evaluation the root cause is indeterminate. There are no capas, non-conformances, or established trends on this part number /complaint type.

Event description:
It was reported that on an unknown date, the titanium cannulated compression headless screw broke in the humerus of patient. The surgeon left the threaded portion in bone. Head portion was removed easily. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves one (1) device.